Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high capture thresholds. The rv lead was explanted and replaced. The patient's condition was unknown.